Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 46, 29 and 98 mg/dl at the time of the incident. The customer was at 178 mg/dl at the time of the call. The customer was given syrup, an apple, and glucagon to treat. The customer experienced symptoms such as dizziness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer had manually bolused 25 units for the day in question. The customer's blood glucose the night before was 553 mg/dl, as her set had come off her body. The customer woke up at 132 mg/dl with the infusion set off. Her body after an hour, the customer felt dizzy and their levels went down to 46 mg/dl without the pump being attached. The customer also complained about a flush drive support cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Drive support disk was inspected and no anomaly was noted. Pump received with cracked reservoir tube lip and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.